Manufacturer narrative:
The device history record for the reported lot number, 30120829, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. According to the sample evaluation, no clogging on the tubing was experienced, the solution exits out of the bolus window opening. There was a tear seen on the weighted portion of the bolus plug approximately 2.7cm from below the bolus elbow, the tearing effect appeared thin, which looked like the material had expanded to form a balloon then burst. The root cause of the reported issue could is indeterminate. All information reasonably known as of 19-apr-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
"It was reported the "bolus plug detached and it left in the patient's stomach." There was no notation of medical intervention to retrieve distal portion of the tube. Additional information received (B)(6) 2023 stating the "tube was used about 1-month. The hospital found the detachment when the tube was removed because they could not feed/flow medicine. When they reviewed images taken on (B)(6) 2023, the distal bolus plug was detached already but no the images 2-weeks ago. The hospital said they flush the tube in each time of the feeding."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24-feb-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.